Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was not giving an alert before suspending the insulin delivery. The customer's blood glucose was 9.9 mmol/l at the time of incident. The alert on low feature was enabled but the insulin pump did not alarm at all. The customer stated that they saw a message of suspension on the insulin pump without any beep or vibration of the insulin pump. Troubleshooting was performed and the device will not return for analysis.